Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. Patient information in section a has been updated accordingly. The patient was 27 years of age at the time of the event. Her initial procedure was a breast revision augmentation. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 350cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502350, serial number (B)(4)). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with 350cc mentor smooth round moderate plus profile saline breast implants and experienced postoperative right-sided capsular contracture (baker grade unknown). The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced with an unspecified mentor saline breast implant.

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).